Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 73mg/dl and 77mg/dl fasting. Reviewed meter memory: see scanned table. No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor fill.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-125mg/dl fasting. Verified the strips expire 10/24/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 73mg/dl and 77mg/dl fasting. Reviewed meter memory: 1:65mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 2:85mg/dl (B)(6) 2015 07:00:00 am fasting:yes. 3:95mg/dl (B)(6) 2015 08:00:00 am fasting:yes. 4:111mg/dl (B)(6) 2015 07:30:00 am fasting:yes. 5:120mg/dl (B)(6) 2015 09:30:00 am fasting:yes. No adverse event reported.